Event description:
A malfunction alarm labeled as ¿malf 0¿ was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information, assisted the customer in resetting the pump, and confirmed the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccurred. There was no adverse impact to the customer's blood glucose level.